Event description:
During a remote follow-up, episodes of noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead. Ra lead damage was suspected, but was unable to be confirmed. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.